Event description:
The customer returned the ultrasound gastrovideoscope, which is an olympus asset with no reported complaint. During device evaluation, the service repair technician team identified that the acoustic lens was peeled and the air/water (aw) cylinder had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the peeled acoustic lens is traced to component failure. Moreover, the cause of foreign objects in the air/water (aw) cylinder could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.